Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the promus stent delivery system (sds) balloon ruptured while inflating it the first time. The vessel was heavily calcified. The sds and balloon were removed intact and another promus was used. No pt effects were reported. No add'l info is available. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4).